Event description:
It was reported that there was a suspected lead fracture due to oversensing and high and low impedances. The lead was capped and surgically abandoned with another lead implanted as a replacement. When attempting to connect the new lead to the pulse generator (pacemaker), the setscrew would not secure the lead properly into the device. The physician subsequently replaced the pulse generator and completed the case. There were no complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The right ventricular pace impedance measurement was in the 700 - 800 ohm range except for two weeks in (B) (6) 2010 when the min value was 63 and 52 ohms. The lifetime ventricular sensing integrity counter is 3209. A high value of this count can indicate a possible intermittency in the system.